Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. Potential causes for difficulty positioning the clip delivery system (cds) were considered, including manufacturing, patient morphology/pathology and user technique. It should be noted that the mitraclip system instructions for use instructs to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve during cds insertion. It is likely that the user error contributed to the reported user experience, as returned device analysis confirmed that the steerable sleeve functioned as intended with no sleeve steering issue noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. The reported sleeve steering issue appears to be related to the user error of the reported probable mis-keying of the cds into the guide. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atypical clip movement which occurred in the left atrium and has the potential to cause or contribute to patient injury if the clip comes in contact with the atrial wall or appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 +. During use of the first clip delivery system (cds) after leaflet straddle had been obtained without any difficulty, when turning the m knob, the clip turned in the wrong direction. Reportedly, it's possible the cds was miskeyed with the steerable guide catheter. The cds was removed from the patient without issue. Two clips were able to be implanted without further issue to complete the case. The mr was reduced to 1 plus. The patient was stable post procedure. No additional information was provided.